Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire ab was unable to block the spring coil. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left middle cerebral artery with a max diameter of 5 mm and a 4 mm neck diameter. Landing zone: distal: 1.8 mm and proximal: 2.6 mm. The parent vessel was the internal carotid artery with a diameter of 2.6 mm. Stroke onset to reperfusion time was 8 hours. It was noted the patient's blood flow was high and vessel tortuosity was moderate. It was reported that the surgeon performed aneurysm treatment and planned to use solitaire ab to assist coil embolization. After the echelon tip was reached the aneurysm, rebar18 was in place, and then sab was delivered. After the stent was half-released, the surgeon started to fill coils. The surgeon filled 4 coils in succession, and angiography found that the aneurysm was no longer developed. When planning to detach the 4th coil, it was found that the loop of the 4th coil floated into the blood vessel along the mesh, so the surgeon retracted the coil to try to finish the filling, and tried to deploy ab again to block the spring coil, but failed to block the spring coil, so he replaced it with other stent for assistance. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include an 8f short sheath, 8f guiding guide catheter, echelon 10 microcatheter, and rebar 18 microcatheter, sy nchro 14 guidewire, and  qc4-8-3d, apb-3-6-3d,  apb-2-4-3d,  apb-1-2-3d coils. Additional information received reported after the stent was crimped, the mesh size in the blood vessel might not be constant, and excessive mesh size might cause a loop to escape. The fourth coil was a medtronic device apb-1-2-3d-es. Lot no: 226508851.